Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Information was received that a patient went to surgery and had their vns lead replaced for high lead impedance. The patient's explanted lead was discarded therefore will not be returned for analysis. Good faith attempts for further information about the patient's high lead impedance have not yielded any further information thus far.